Event description:
Information received indicates the siderail will not latch.

Manufacturer narrative:
The technician found the latch ratchet rivet was missing from the top rail. The technician replaced the rivet to repair the bed.